Event description:
The customer reported the system will not take a shot in the lateral position.

Manufacturer narrative:
The ge service rep replaced the fluoro functions board, generator interface board, interconnect cable, power cord, mainframe backplane, and the p1 power supply. The system operates as intended.